Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the surgeon took a bite of a spongestick in the pt's vagina and tried to seal and cut it. The device blade became stuck in the material and would no longer open. The surgeon dissected around the instrument. There was no pt injury.